Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests performed. The complaint of the ipg depleting rapidly was confirmed it was determined that this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible and troubleshooting to a specific component level is not possible. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that a recently implanted patient developed edema at the implant site. The patient was given antibiotics as a precaution. The patient also reported that the ipg is depleting quickly. A bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery was recommended.

Event description:
A report was received that a recently implanted pt developed edema at the implant site. The pt was given antibiotics as a precaution. The pt also reported that the ipg is depleting quickly. A bsn representative analyzed the pt's database and confirmed premature battery depletion. An ipg replacement surgery was recommended.